Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The customer alleges that the door seal is no longer adhering to the tub door and needs to be replaced.